Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that the pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant. Electrocautery marks were noted on the device can. The device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics.